Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: taxus liberte (mr) ous - 24 x 4.50mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the stent identified stent damage and movement on the balloon. Damage was noted across the entire stent with most severe damage noted to the distal end of the stent. The stent had moved distally on the balloon such that the distal end of the stent was distal of the distal marker band. The balloon wall was exposed by the movement on the stent on the balloon and the distal balloon cone was covered by the moved stent. No issues were noted with the balloon. The proximal balloon cone wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the exposed balloon wall indicating correct positioning and crimping of the stent prior to the complaint incident. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 26-jun-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the left main (lm) artery. A 24 x 4.50mm taxus¿ liberté¿ drug-eluting stent was advanced to intervene a dislodged stent in the lm artery; however, the device failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and movement on the balloon.